Manufacturer narrative:
Returned device was received with wear and tear damage to enclosure, front cover, water tank cover, drain fitting, reflux plug 390, and line cord. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the low level sensor was not alarming on a smiths medical fluid warmer. No adverse patient effects were reported.